Event description:
The pt reported ineffective stimulation on the left side. The sjm representative tried to reprogram but was unable to resolve the issue. On (B)(6) 2012 the pt reported absence of stimulation on both sides. The sjm representative reprogrammed but was unable to resolve the issue. Pt sent for x-rays and fluoroscopy. Results are not available at this time. On (B)(6) 2012 the sjm representative reported the pt will be scheduled for a CT scan.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.